Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number mw5089537. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to capsular contracture, baker grade unknown.

Event description:
Patient reported "capsular contracture," baker grade unknown. Patient additionally reported "seromas and hematoms post-op, breast implant illness, and anaphylactic allergies;" these events are not related to the device. This record is for the left side. Device has been explanted.